Manufacturer narrative:
(B)(4).

Event description:
Pt reports the glucose values on rcvr and phone have not updated but that the time is updating. 2020-02-14 (B)(4) called (B)(6) and lvm since (B)(4) is asking for the tx to be returned.